Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they fired the powered stapler during transection of the stomach body in a laparoscopic gastrectomy, the distal staple line was incomplete and had poor staple formation. They reinforced the staple line with suture to resolve the issue. They used another reload to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Loose properly formed staples were noted inside the opened tyvek-blister packaging. Further inspection under the microscope noted properly oriented strike marks throughout the anvil. A piece of the shipping wedge was received at the distal end of the blade path on the anvil side. Functionally, the reload was loaded into a pmv representative instrument (322) for functional testing. The interlock was overridden and the reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of shipping wedge piece that has no relationship to the reported condition. Replication of the observed shipping wedge piece may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit(sulu) channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. If information is provided in the future, a supplemental report will be issued.